Manufacturer narrative:
See related regulatory report 2029214-2020-00273. If information is provided in the future, a supplemental report will be issued.

Event description:
Wang, j., jia, l., duan, z., wang, z., yang, x., zhang, y., & lv, m. (2019). Endovascular treatment of large or giant non-saccular vertebrobasilar aneurysms: pipeline embolization devices versus conventional stents.  Frontiers in neuroscience, 13, 1. This study was performed to retrospectively analyze the safety and efficacy of a flow diverter in treating large and giant non-saccular aneurysms. The study took place between january 2014 and june 2018, with 11 female patients and 31 male patients. The complete occlusion rate was 90.2%, the mrs score was 0 to 2, excellent in 97.5% of patients. One patient with an aneurysm size of 23.1 mm died from severe brainstem compression 3 days post procedure. The last mrs score was 6.